Event description:
It was reported that a malfunction alarm occurred with malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if further issues arose.